Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a close door during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a close door message was not reproduced. The unit was tested on switch test and found the link and latch switches were working with no issues. A review of the event history log revealed multiple 'shut door - power off' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. A component was found swapped and due to an adulteration the unit is being processed as unserviceable. Should additional relevant information become available, a supplemental report will be submitted.